Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a crack in the battery compartment. Investigation also revealed that the display was dim, faded and discolored. Unrelated to the complaint, the pump case was found to be cracked between the case seal and display lens corner. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Investigation also revealed that the display was dim, faded and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.